Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the tremor had suddenly returned in his right hand about a week ago ((B)(6) 2016). He was implanted for the tremor in his right hand. Troubleshooting during the call involved the patient confirming that the implantable neurostimulator (ins) was on. The patient was wondering if the battery had "run down". It was noted the patient turned his therapy off at night. No falls or traumas noted to be related to the event. The patient's indication for use was essential tremor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be submitted.

Event description:
Additional information received from a consumer reported the implantable neurostimulator (ins) worked beautifully until now. The patient was told the ins would last five years so the ins had done well. The patient met with their health care provider (hcp) on (B)(6) 2016 and they had been trying to get an appointment with a neurosurgeon for surgery to "repair" the ins. The patient had attempted to contact the neurosurgeon two additional times. The patient was very frustrated since they found it to be difficulty to eat or drink. The patient had no tremor when their hand was at rest, but it was very difficult to hold anything.

Manufacturer narrative:
.

Event description:
Additional information received from a consumer reported the implantable neurostimulator (ins) battery failed after more than four years. An surgery to replace the ins battery was scheduled for (B)(6) 2016.